Manufacturer narrative:
This is the same incident reported in MDR 3008089360-2015-00001. The incident was reported by cordis to the FDA but the complaint was not reported to trireme medical until july 10, 2015. The product was not returned for inspection. Additionally as the sterile lot number was not available, review of the manufacturing records (DHR) could not be performed. Arterial thrombosis is a known potential adverse event associated with interventional procedures and is listed in the IFU as such. The act of angioplasty produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish potency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of the inflammatory response and clotting cascade can lead to thrombus formation. The patient was anticoagulated. There are possible vessel and pharmalogical factors that may have contributed to the reported event. Based on the minimal information provided, there is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta), the physician inflated the chocolate 2.5 x 80 balloon catheter for fifteen seconds at half nominal pressure and forty-five seconds at nominal pressure. After removal of the device, the vessel was noted to be occluded/have very slow flow. There was no dissection observed. Thrombus was aspirated using angiojet and additional pta was performed. Flow was restored. There was no reported adverse outcome to the patient. The target lesion was a fem/pop graft to the distal peroneal trunk. The patient was reported to have been anticoagulated. An act was not provided. No additional information was provided.